Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine device implant that this subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode exhibited high, within normal range shock impedance (135 ohms) prior to wound closer. Defibrillation threshold (dft) testing revealed a failed 65j std shock and successful 80j reversed shock impedance of 148 ohms. The physician advised that they were comfortable with the results and completed the implant. The following day, post op shock impedance was 175 ohms. The physician advised to monitor the patient closely, due to a potential suboptimal placement. No adverse patient effects were reported. New information was received that a yellow alert posted to the latitude website for high system impedance 205-300 ohms, within normal range. X-ray from the lateral view that the electrode is a significant distance from the sternum, resulting in the high system impedance. This electrode remains implanted. No adverse patient effects were reported.